Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair, two (2) novostitch pro devices broke identically, at the pin that articulates the top jaw of the device. Both devices broke off a small piece of metal into the patient's knee and both times, the metal was retrieved and removed, this was confirmed visually with scope as well as fluoroscopy. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscal repair, two (2) novostitch pro devices broke identically, at the pin that articulates the top jaw of the device. Both devices broke off a small piece of metal into the patient's knee and both times, the metal was retrieved and removed with a shaver/suction, this was confirmed visually with scope as well as fluoroscopy. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported. The current status of the patient is well.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in b5.